Event description:
It was reported that the powered laser surgical instrument shut down during the procedure.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument's fan is not cooling. The issue occurred during an unknown procedure was completed with an olympus back-up device. There were no reports of patient harm.